Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that for the last year she has been getting lower than expected fill estimates when loading her cartridges. Customer is not currently having any issues and the fill estimate is correct and accurate. Customer declined wanting to discuss issue further and declined troubleshooting.

Manufacturer narrative:
(B)(4)